Event description:
The carer was taking the client out of the chair with the floor lift to make the transfer to bed. At the moment the client touched the bed with his back, the carer disconnected the sling shoulder clips and continued to lower the device by using the handset. When they stopped using the handset, the lift continued to lower. The nurse retained the jib manually, to make sure it does not end on the client. The sling leg clips were disconnected and the left was pulled away. The lift was standing beside, but kept on going down until it reached its end position by itself. The nurse sustained pain in back which did not require any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4) on behalf of the importer (B)(4). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site (B)(6). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Up to 10/29/2012, complaints related to this product were handled by (B)(4). Going forward, complaints related to this product are to be handled by (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.